Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use 2 everflex entrust stents to treat a fibrous lesion in the right proximal mid superficial femoral artery. Degree of calcification was minimal. Artery/vein diameter was 4.5-5.5 mm. A terumo 5fr destination was used. A black sion .014 was used. Embolic protection was not used. The first stents nosecone tip (most distal part of catheter) detached in vivo within sheath. It did not break off, it separated. Detached component was safely removed from the patient. The second stent deformed with stent/struts deformed in vivo during positioning. There was no patient injury but the stent elongated and had to be snared out. The stent was 500 mm, elongated but intact. A new everflex entrust was used to complete the procedure without issue, third stent was used to treat patient.

Manufacturer narrative:
Additional information: lot# provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the red safety still in the device, the red tube assembly was observed to be coming out of the strain relief, with the blue outer pulled away from the strain relief and the gold inner was observed to be kinked. The device was confirmed from the strain relief and the stent was still in the device. The red lock pin was removed from the device, but the tube assembly broke as it was exiting, the deployment wheel would not rotate due to the kinking of the gold inner. The device handle was opened, and an attempt was made to manually deploy the stent, but due to the kinking of the gold inner, it was not possible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.